Event description:
It was reported that this implantable lead intermittently undersensed the intrinsic rhythm of the patient on the electrogram. Due to the limited information received, further follow-up to obtain related details was not possible. Evidence is suggestive this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This correction report was submitted due to changes in the: b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, f10 impact codes and h6 impact codes fields. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable lead intermittently undersensed the intrinsic rhythm of the patient on the electrogram. Additional intervention was required. Due to the limited information received, further follow-up to obtain related details was not possible. Evidence is suggestive this lead remains in service. No adverse patient effects were reported.